Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
It was reported the coil broke off inside the catheter's hub during procedure.no patient injury reported.